Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that the ra lead was dislodged which was confirmed on the day of implant by xray. There was also a loss of capture. No adverse patient effects were reported.